Event description:
On (B)(6) 2013 the revision surgery for gamma3 long nail breakage was performed. The primary surgery was performed on (B)(6) 2012. The hip fracture had become nonunion.

Event description:
On (B)(6) 2013, the revision surgery for gamma3 long nail breakage was performed. The primary surgery was performed on (B)(6) 2012. The hip fracture had become nonunion.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: as neither a physical examination could be carried out nor x-rays, op-reports / medical records were provided, the reported event was not confirmed. Failures in material or manufacturing of the reported nail were not found. However, the event description states that ¿the hip fracture had become nonunion¿. Based on these observations the root cause of the reported event is utmost likely not linked to a deficiency of the device, but is rather patient related (non-union of bone after an implantation period of 7 months). No non-conformity was identified.